Manufacturer narrative:
Based on the available information and the fact that there were similar reportable incidents classified as serious injury, richard wolf gmbh concluded that this case should be reported as a reportable malfunction.

Event description:
It was reported that during a holep (holmium laser enucleation of the prostate) procedure, the motor control unit malfunctioned. Multiple attempts at trying to resolved the issue did not produce a successful outcome. A visual message saying "caution! Power control device error! Please contact authorized service technician" continued to be displayed on the screen in conjunction with a high pitched audible error tone. The suction unit maintained functionality. There have been no reports of injuries or unacceptable risks to the patient or other personnel. The planned procedure was performed successfully, however, with a 10-minute delay.